Manufacturer narrative:
(B)(4). D10: 00625006520 item name bone screw self tapping 6.5 mm dia. 20 mm length lot # 64615053 010000667 item name g7 pps ltd acet shell 60g lot # 6736742 110024465 item name g7 dual mobility liner 46mm g lot # 416960 192012 item name echo por fmrl nc 12x140mm lot # 694410 650-1055 item name cer bioloxd option hd 28mm lot # 2958695 650-1065 item name cer option type 1 tpr sleeve - 3 lot # 2989612. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that after implantation, the patient had ongoing pain. Patient started having swollen lymph nodes and high white blood cell count more recently. Patient was diagnosed with chronic lymphocytic leukemia and marginal lymphoma in the groin only. Patient is receiving ongoing diagnostics. Patient was told he had heavy metal poisoning to aluminum and several other metals. The implant surgeon¿s office informed the patient today that his femur device contained aluminum. Patient was informed that he likely will require a revision to have the implants removed. There is no additional information available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure 3 years and 8 months post implantation as the patient had ongoing pain. Patient started having swollen lymph nodes and high white blood cell count more recently. Patient was diagnosed with chronic lymphocytic leukemia and marginal lymphoma in the groin only. Patient is receiving ongoing diagnostics. Patient was told he had heavy metal poisoning to aluminum and several other metals. The implant surgeon¿s office informed the patient today that his femur device contained aluminum. Patient was informed that he likely will require a revision to have the implants removed. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b3, b4, b5, d6b, e1, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined for the metal related pathology. No problem was found with the devices in relation to the cancer after review by a hcp and the provided biocompatibility memo. The risk of aluminum in humans from these devices is negligible in relation to the carcinogenic potential, including chronic lymphocytic leukemia and/or marginal lymphoma. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.